Event description:
While placing 3fr. Ml in pt's rua the introducer from the kit would not pass into the pt's vein. It pierced the skin without difficulty but would not thread. Used 3.5fr introducer from separate microintroducer kit and passed new introducer without difficulty. Upon visual inspection, the grey portion of the original introducer appears frayed and curling up slightly. Lot number of midline kit is regq2381. Defective introducer saved in bag at IV team office. FDA safety report ID # (B)(4).